Manufacturer narrative:
A review of the manufacturing paper work has been conducted. The review of the manufacturing paper work verified that this lot met all pre-release specifications. Please note, this event was originally reported in medwatch 2017233-2007-00318. This medwatch is being submitted separately as two different model numbers were involved. List of additional devices implanted in this patient: pxc181000/03568670, pxa280300/040762213.

Event description:
In 2006, the patient was treated for a thoracic aortic aneurysm. Prior to treating the aneurysm, the physician did a sma bypass to the distal aorta. The aneurysm was large and extended from the upper portion of the descending thoracic aorta to renal arteries. The aorta was markedly calcified, especially the right common iliac artery which was also noted to be dissected from the ballooning during the bypass. The dissection limited the blood flow and a stent was deployed which preserved blood flow to the right common iliac. A decision was made to rebuild the aorta with stent grafting. Two gore tag thoracic endoprosthesis devices and three gore excluder aaa endoprosthesis devices were successfully placed and deployed. Additionally 5 non gore devices were implanted: 4 stent grafts and 1 dacron graft. Completion angiography demonstrated the aneurysm to be occluded without any evidence of endoleaks as well as good blood flow through all devices including the bypass. The patient tolerated the procedure. However, the next day, the patient was acidotic, the left colon was ischemic and the gallbladder gangrenous. The patient had a cholecystectomy and left hemicolectomy. The family chose to withdraw care one day later, and the patient expired the following day.